Event description:
It was reported the patient experienced loss of stimulation. Diagnostic system testing indicated multiple low impedance values. Reprogramming was unable to resolve the issue. X-rays indicated the lead had migrated. As a result, the patient's lead was repositioned back in epidural space on (B)(6) 2019. Surgical intervention resolved the patient's issue.